Event description:
It was reported that the detached guidewire tip could not be retrieved. A savion flx was selected for use. The guidewire was advanced into the lower leg and into stenosed and calcified anterior tibial artery. The channel was narrow but the guidewire was placed. However, the physician observed that the distal tip had detached. A snare was unsuccessful in removing the tip. There were no patient complications and no further intervention is planned.

Manufacturer narrative:
Device eval by MFR: the guidewire was returned and it was observed that the distal tip was detached. Under microscope it was observed that the distal tip of the guidewire was detached. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the detached guidewire tip could not be retrieved. A savion flx was selected for use. The guidewire was advanced into the lower leg and into stenosed and calcified anterior tibial artery. The channel was narrow but the guidewire was placed. However, the physician observed that the distal tip had detached. A snare was unsuccessful in removing the tip. There were no patient complications and no further intervention is planned.